Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phacoemulsification (phaco) handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The system the phaco handpiece was manufactured on april 18, 2016. Based on qa assessment, the product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The handpiece generated both longitudinal and torsional power during test. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).